Event description:
International affiliate reports patient with spondylolisthesis at l4 received expedium construct in (B)(6) 2012. Good reposition. Patient reported pain in (B)(6) 2012. Loosening of fixation was diagnosed. Set screws were still locked in position while cranial part of rods were lying beside the screw heads. This medwatch report is being filed for the two rods, both catalog# 179762480, lot bdfy9sp. Other devices included within the construct: expedium si poly ext tab screws, 179732650, qty = 4 expedium si single inner set screws, 197902000, qty = 4

Manufacturer narrative:
No conclusions can be made. Visual examination of explanted devices found no anomalies that could be attributed to construct loosening. Wear that was noted on both rods and the concomitant device set screws is a result of the rods impinging on the setscrews after the slippage occurred. A review of the DHR identified no issues identified during the manufacturing and release of the rods and concomitant devices that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis identified no observed trends for issues of this nature. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.